Manufacturer narrative:
Ventec provided the reporter, a respiratory therapist (rt), with clinical and technical assistance. The rt advised that they would add supplemental o2 via the low pressure inlet where possible. Ventec also provided the rt with additional reference and training materials for using the vocsn device. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device is only achieving 80-85% fio2 when it's set to 100%. The reporter, a respiratory therapist (rt), advised that patients have been desaturating and that pulmonologists at the facility were concerned about patient outcomes. The rt further advised that they had verified that there wasn't low pressure inlets in place, and that this issue has occurred with "numerous devices" at their facility. There was patient involvement associated with the reported event; however, there was no specific details about the patient or the event provided by the reporter. Additionally, the patient outcome was not provided. The initial reporter also did not provide the device's serial number. As a result, model number, catalog number, serial number and UDI number are "unknown", and device manufacturing date section shall be left blank.